Event description:
During g3 nail surgery, when the surgeon used the step drill, stopper of the step drill loosened. Therefore, the step drill was cut out of the head of femur. The surgery was completed. Afterwards, the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.